Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that the pump's keypad had become under responsive after the patient took a bath. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no serious injury associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2017 with the following findings: on investigation, all keypad buttons demonstrated normal response. The keypad cover was removed for investigation and revealed no evidence of contamination on the contacts of the keypad buttons. Investigation did not duplicate the complaint.